Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer reported that she received a no delivery alarm followed by a motor error alarm while trying to deliver a bolus. Blood glucose value was 440 mg/dl; treated with manual insulin injection. Customer stated that the device was not exposed to a strong magnetic field. Customer uses the sensor feature and is unable to complete the rewind sequence. Customer stated that the no delivery alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.